Event description:
During the insertion of a central catheter the metal guide used to insert the catheter kinked and made it impossible to insert the c atheter. Associated to 3006425876-2023-01275.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the insertion of a central catheter the metal guide used to insert the catheter kinked and made it impossible to insert the catheter. Associated to 3006425876-2023-01275.

Event description:
During the insertion of a central catheter the metal guide used to insert the catheter kinked and made it impossible to insert the c atheter. Associated to 3006425876-2023-01275.

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. UDI related data quality updates only.